Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the final-report.

Event description:
It was reported that: the ventilator evita xl suddenly stopped ventilation. The ventilator was alarming and showed blinking lights and it was not possible to turn alarm and blinking lights off. No injury reported.

Manufacturer narrative:
The device was repaired on site by a service engineer and returned into use. The replaced valve air was not available for the investigation. However the logbook analysis points towards a mechanical problem at one cartridge (valve air). Due to an increase of power consumption of one cartridge, the power supply was affected by an overload condition. The single error codes show effects of ventilator stages reacting on the temporary voltage depression of internal supply voltages. Thus several ventilator stages were affected and posted their own error messages to alert the user. In the event that the device stops ventilating, audible alarms and visual messages will be activated informing the user of the status of the device. The emergency-breathing valve opens allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. Replacing the suspected part has fixed the reported problem. The failure rate of valve air is accepted by the responsible engineering group. On-site investigation.

Event description:
Please see initial report.